Event description:
The user facility reported that during a patient procedure the patient slipped off their 3085 sp surgical table when user facility personnel pulled their leg into traction. The patient was repositioned onto the surgical table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. While onsite, the technician learned that the hospital's investigation determined that the cause of the reported event is attributed to user facility personnel not properly securing the patient on the table. At the time of the event, the patient was not secured to the table with safety straps. This allowed the patient to roll off the table when user facility personnel pulled traction on the patient's leg. During the technician's inspection, it was found that the table required repairs which are unrelated to the reported event. The user facility's third-party service provider elected to perform these repairs prior to returning the table to service. The table was installed in 2002 making it approximately 19 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. A steris account manager offered in-service training on the proper use and operation of the 3085 sp surgical table; however, the user facility declined. No additional issues have been reported.